Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a newly applied dexcom g7 received a "connect cgm dosing stops in¿" message, then saw "stop or replace sensor" in the ilet dexcom status, and subsequently only "high" glucose readings on the ilet after the device had been unpowered due to incorrect charging; the user attributed the high value to the ilet being off and then recharged. Symptoms included feeling okay. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education on device operation. Investigation of this case revealed a hyperglycemia event with unclear cause associated with cgm connectivity and sensor status messaging on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear.